Event description:
It was reported to philips that the wired footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the footswitch not triggering x-rays. Upon troubleshooting, fse found the cable of wired footswitch was defective. Fse dismantled the pedal and adjusted table covers to prevent cable injury. To resolve the issue, fse replaced wired footswitch, also performed visual inspection. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.